Event description:
It was reported that the right ventricular lead exhibited increased capture thresholds since implant. On (B)(6) 2017 the physician successfully repositioned the lead obtaining acceptable thresholds. The patient was stable before, during and post surgery.